Event description:
Edwards received notification that this mitral valve model 7300tfx29 was explanted after an implant duration of approximately two (2) years due to mitral regurgitation secondary to pannus formation on one leaflet.

Manufacturer narrative:
Product evaluation summary the subject device was returned for evaluation. Customer report of pannus formation was confirmed. Report of regurgitation was not able to be confirmed through visual observation. X-ray demonstrated metal band around leaflet 1 was bent outwards. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the outflow aspect and 5mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspects. Host tissue overgrowth fused leaflets 1 and 2 by approximately 3mm at commissures 2 and also leaflet 1 and 3 by approximately 3mm at commissure 1 on the outflow aspect. Subvalvular apparatus was observed around all three commissures on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures fasteners remained attached to the sewing ring around the valve. Additional narrative the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer) corrected section h6 (device code). Difficult to open or close and gradient increase codes have been added as per product evaluation "host tissue overgrowth restricted leaflet mobility and led to stenosis". Therefore, this correction is being submitted.